Event description:
Event description guidant received information that this patient coded and was resuscitated. The patient's daughter reported that the physician told her that there was a lead issue. The field representative later reported that this patient dislodged her leads after twiddling her device.